Event description:
It was reported by service report that the bed exit is not working there is responder 3, 4, & 5 in the hospital. The nurse call and bed exit works on 4 and 5 responder but not on all of the 3. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Wall outlet not functioning. Bed did not have a failure.